Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 500 mg/dl while wearing the pod for more than 48 hours. The patient stated their blood glucose levels would not lower regardless of any correction boluses provided throughout the day. The patient reported feeling tired, and they had high ketones in their urine. On (B)(6) 2025, the patient went to the emergency room (ER) to seek medical attention. While at the ER, the patient does not recall any diagnosis given, but treatment was provided with 3 vials of liquid and a shot of 10 units of insulin. Once the bg levels were coming down, the patient was released that same day, a couple of hours after arriving. Upon removal of the pod, the patient reported the cannula appeared to be bent.